Event description:
Same case as MFR. Report numbers: 3005188751-2012-00084, 3005188751-2012-00085 and 2030404-2012-00069. It was reported while performing a left atrial cardiac ablation procedure, the pt developed a pericardial effusion. Left atrial access was obtained using a swartz braided introducer and a brk needle. A livewire catheter was placed in the coronary sinus. And a focus ii catheter was inserted and a supreme ep catheter was used to map the left atrium using ensite navx. While mapping the left atrium, the pt became hypotensive and an echocardiogram revealed a pericardial effusion caused by a perforation close to the left atrial appendage. The procedure was stopped and a pericardiocentesis was performed to resolve the effusion. The current status of the pt is listed as "stable".

Manufacturer narrative:
The product was not returned for eval. Review of the device history record was not possible as the lot number is unk. The root cause classification for the reported pericardial effusion is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.